Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the complaint for jaw misalignment. The jaw alignment was normal. Instead the evaluation found a crack on the probe, and the device failed the probe check. The teflon pad was worn but not exposing metal underneath the pad. Based on similar reports, a potential cause for the damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent mechanical damage to the probe: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Two of 2. Olympus was informed that during an anal polyp excision procedure, the jaws of the device were misaligned, causing the device to not work after a few seconds. There was no reported patient injury or additional bleeding, and the patient was reported to be doing well. The procedure was completed with another similar device.